Event description:
A cartridge alarm 20 was reported during the insulin pumping process. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections as backup therapy.